Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running and unexpected power loss alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running and unexpected power loss alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump battery run out every 5 days. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.